Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver an unspecified solution at an unspecified rate via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to an unspecified location of the primary tubing set for a piggyback delivery of an unspecified concentration of potassium chloride. It was reported that after the secondary delivery was started, no flow of solution was noted. The secondary tubing set was replaced and therapy was initiated. There were no reports of adverse pt effects and no reported delay in critical therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.